Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, a detachment occurred. The location of the lesion is unknown. The ultraflex tracheobronchial stent was advanced to the lesion and successfully deployed. Following stent placement, the physician noted that "a silicon ring was placed distal to the stent" and appeared to be a piece of the delivery catheter. After approximately 45 minutes, the physician was able to remove the detached piece of the device by unspecified means. No pt injuries or complications were reported. The patient's status is unknown.